Event description:
It was reported that during a laparoscopic colorectal procedure, when the surgeon was using the clip applier, the clips were not completely forming. Because of continuous clip malformation, the surgeon had to open a new device. There was no fatal effect for the patient, but the surgeon had to spend an additional nine minutes for the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
The lay user/patient contacted lifescan alleging the control solution test results are inaccurately low out of the control solution range. The issue was not resolved. There were no allegations of harm or injury.

Manufacturer narrative:
(B) (4). (B) (4). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted. Device was not returned.